Event description:
Dental assistant reported that an implant failed to integrate. Pt is reportedly fine.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Co is able to review the lot history of the subject product and it was found to be acceptable per release criteria.